Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint in the lot. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for another lens three weeks following the initial implantation. The clinical reason for the explant was "power is off". Additional information has been requested.

Event description:
Additional information received indicating the initial iol did not correct enough of the patient's astigmatism. The patient is very happy with his vision following the iol exchange and only and wants to wear over the counter readers.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).